Event description:
A company representative reported that the patient was scheduled for a jts noninvasive extendible distal femur implant on (B)(6) 2013. The implant and a duplicate device were sent to the facility. When the implant was opened, the small bumper pad which was to be placed on the tibial bearing (smbprol, lot #b10711) was opened and passed into the sterile field. The surgeon realized that the bumper pad provided was too large. The bumper pad from the second implant was opened (smbprol, lot #b11914) and fit as intended. There were no adverse patient consequences reported.

Manufacturer narrative:
The investigation concluded that the root cause of this event was due to a manufacturing issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends. Corrected data: common device name corrected from "distal femur extendable implant" to "limb salvage system/kro".

Event description:
A company representative reported that the patient was scheduled for a jts non-invasive extendable distal femur implant on (B)(6) 2013. The implant and a duplicate device were sent to the facility. When the implant was opened, the small bumper pad which was to be placed on the tibial bearing (smbpro1, lot #b120711) was opened and passed into the sterile field. The surgeon realized that the bumper pad provided was too large. The bumper pad from the second implant was opened (smbpro1, lot #b11914) and fitted as intended. There were no adverse patient consequences reported. This is a supplemental report to 3004105610-2014-00009 ((B)(4)).

Manufacturer narrative:
The bumper pad in question was returned to the company and it was confirmed that a "standard" bumper pad was packaged in a "small" bumper pad package. Bumper pads in stock from the same batch were inspected and no similar problems were observed. CAPA (B)(4) has been initiated to investigate the issue. A supplemental report will be provided when additional information becomes available.